Event description:
The customer contacted bayer via email. He alleged that his contour usb meter was reading 60-80 mg/dl higher compared to another meter. Actual readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer service responded to the customer's email, but there was no further communication with him. No product will be returned.

Manufacturer narrative:
The only personal information provided was the customer's name and email address. No product information could be obtained. It's not possible to determine the manufacture date without the meter information.